Event description:
It was reported to philips that the system had suddenly crashed. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred after the procedure. Customer reported to philips that the system had crashed. The philips field service engineer (fse) inspected the system onsite and unable to reproduce the issue. After performing troubleshooting measures, no faults were detected, and the system was confirmed to be operating at full functionality. The codes were updated based on the investigation outcome.